Manufacturer narrative:
B3: date of event - estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a correction of the iliac aneurism interventional procedure. Reportedly, there was difficulty advancing the device due to resistance. The path was opened with forceps. It was suspected that resistance was due to prior history of previous procedures at the access site. The anterior parietal plane was surpassed, blood was observed from the marker lumen. Resistance was noted during deployment and needle firing. When removing the plunger it was noted the suture of the device was broken. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the correction of iliac aneurism was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting into the anatomy could not be replicated in a testing environment as it occurred during the procedure due to procedure circumstance. The reported retraction problem with the plunger was not confirmed and was concluded to be related to an observed posterior need to cuff miss. The reported suture detachment could not be tested as the suture was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that no femoral angiogram was performed; however, no calcification was reportedly present at the access site. It should be noted that the perclose proglide instructions for use (IFU) states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. In this case, it is unknown if the absence of angiogram performed contributed to the reported event. It was also reported that resistance was observed when removing (retracting) the needles. It should be noted that the IFU states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. The reported difficulty inserting the device, resistance retracting the plunger, suture detachment and subsequent treatment appear to be related to an interaction with the patient anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event was reported to be around (B)(6) 2019.